Event description:
It was reported that this pacemaker was in alert for brady therapy off. Moreover, the field representative was able to call back to notify that a magnet was placed on the device and that there were no changes in the patient's heart rate. A plan of change out was made. Boston scientific technical services (ts) called the field representative relayed an information that a brady mode being off would turn magnet mode off, suggested to find a programmer to attempt to interrogate a device. Ts called the field representative again and stated that the data that was currently reviewed by the engineers indicated abnormal device behavior. Further data analysis confirmed that the device appeared to have bogus or corrupt parameters programmed currently to normal parameters. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Manufacturer narrative:
This pacemaker was thoroughly inspected and analyzed upon receipt. A longevity calculation confirmed the battery appeared to have been depleting normally. Review of device memory detected several erroneous values, suggesting some type of memory corruption. Functional testing determined the pacemaker was exhibiting no output from the right atrial or right ventricular ports in either bipolar or unipolar mode. Known good firmware was loaded into the device and it was monitored to see if memory corruption would recur. No corruption was observed. Detailed analysis confirmed that corrupted memory resulted in the pacemaker being programmed with brady therapy off without a programmer prompt to do so; however, the root cause of the memory corruption could not be determined.

Event description:
It was reported that this pacemaker was in alert for brady therapy off. Moreover, the field representative was able to call back to notify that a magnet was placed on the device and that there were no changes in the patient's heart rate. A plan of change out was made. Boston scientific technical services (ts) called the field representative relayed an information that a brady mode being off would turn magnet mode off, suggested to find a programmer to attempt to interrogate a device. Ts called the field representative again and stated that the data that was currently reviewed by the engineers indicated abnormal device behavior. Further data analysis confirmed that the device appeared to have bogus or corrupt parameters programmed currently to normal parameters. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported.